Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2012.

Event description:
It was reported that on the same day as the device replacement, an alert triggered for the left ventricular (lv) lead due to low pacing impedance on the lv tip to lv ring. It was noted that the lv lead had a normal baseline value prior to the procedure. If was further reported that about a month later, the patient was seen at a device follow up and complained about a beeping noise the day before. It was determined that it was due to low lv pacing impedance. An x-ray was schedule to check the lead placement, but not further actions were taken at the time. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.